Event description:
The customer alleged they received questionable c-reactive protein gen.3 (crp) results for one patient on their c501 analyzer. The customer stated all the other tests performed on this sample at the same time were in agreement with the patient's history from the previous days. The patient's initial crp result was 1.57 mg/l and it was reported outside the laboratory. The ward contacted the laboratory asking for the sample to be repeated, because they did not believe the result. The sample was repeated on the original analyzer and the result was 142.74 mg/l. The sample was repeated on another c501 analyzer and the result was 144.65 mg/l. 145 mg/l was issued as a corrected report. There were no adverse events. The crp reagent lot number was 68661201. The expiration date was requested but not provided.

Manufacturer narrative:
A definitive root cause could not be determined. The customer stated the precision of the instrument was fine and they checked the quality control results over that period and they were fine. Based on the reaction monitors from this event, the instrument did not pipette any sample during the first run. The customer stated they have had some pre- analytical issues before.

Manufacturer narrative:
This event occurred in (B)(6).